Manufacturer narrative:
Pd investigation summary: the 357.430, lot number pe00651, tap/reamer for trochanteric fixation nail screw was returned with the handle detached from the shaft and it was reported that the handle to the tap/reamer broke intraoperatively during manufacture, the handle is laser weld and sealed onto the shaft. The 357.430 tap/reamer for trochanteric fixation nail screw is an instrument used in the tfn system. The instrument is intended to prepare a pathway for tfn screws in dense bone. The balance of the returned instrument is fairly worn. There are scratches and discoloration along the length of the instrument. A visual inspection, DHR review, and drawing review were performed as part of this investigation. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the handle is already dissembled from the shaft. This complaint is confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review for part: #357.430 -synthes lot # pe00651. Ncr (B)(4) was issued on item 357.430-lot # pe00651. Item lot quantity received was 59 units. A total of 9 parts were removed from finished goods. A 100% of the parts were inspected for cosmetic issues due to rust. These 9 parts were returned to the supplier. Review of the device history records(s) showed that there are no potential issues during the manufacture of the product that would contribute to this complaint condition. Release to warehouse date: 06/17/2011, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nailing for a left intertrochanteric fracture on (B)(6) 2017, the surgeon was using the tap/reamer for trochanteric fixation nail screw to make a path for the trochanteric fixation nail screw threads, when the handle to the tap/reamer broke. The tap/reamer was halfway in the patient when the breakage occurred. There were no fragments from the breakage. A pair of competitor's vice grips was used to grab the shaft of the tap/reamer where the breakage occurred and the surgeon was able to back out the tap/reamer without incident. There was a five (5) minute surgical delay to obtain the vice grips and remove the broken tap/reamer. Routine intraoperative x-rays were taken as standard for the procedure. Although the handle to the tap/reamer broke while halfway in the patient, the surgeon was able to prepare the correct pathway for insertion of the trochanteric fixation nail screw. There was no patient harm. The patient was reported as stable and the procedure was completed successfully. Concomitant devices reported: blade guide sleeve (part 357.369, lot number unknown, quantity 1), guide wire (part number unknown, lot number unknown, quantity 1), nail (part number unknown, lot number unknown, quantity 1), 11.0mm ti troch fixation nail screw/95mm - sterile (part 04.032.095s, lot number unknown, quantity 1), competitor's vice grips (part number unknown, lot number unknown, quantity 1). This report is for one (1) tap/reamer for trochanteric fixation nail screw. This is report 1 of 1 for (B)(4).